Event description:
Constellation unit presented error codes when endolaser probe connected. Laser disabled even after multiple troubleshooting/rebooting attempts. Management/rn communicated with alcon reps with no working result. No backup system available. During surgery as last attempt, constellation unit shut down longer, all lines/fluids replaced while md maintained eye pressure. Laser worked for end of case. A 15 min longer general anesthesia time.